Event description:
Colon resection due to the buildup of scar tissue [intestinal fibrosis] intestines fusing to the rectum [intestinal adhesions]. Essure coil settled in colon [device dislocation into abdominal cavity]. Case description: serious, related, unlisted (incident, unanticipated). This spontaneous case report was received from a consumer in the united states on (B)(6) 2014 via internet. The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and essure coil settled in her colon, colon resection was done due to the buildup of scar tissue, and her intestines fusing to the rectum. No info was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. The consumer had an essure coil settle in her colon which led to a colon resection due to the buildup of scar tissue and her intestines fusing to the rectum. Consumer was put at risk of wearing a colostomy bag. Reporter assessed the events were related to essure. F/u info received on (B)(4) 2014: product technical complaint (ptc) investigation result received. Ptc global number (B)(4). F/u (B)(4) 2014: when receiving questionnaire, consumer refused to answer more questions. Company causality comment: a spontaneous case of essure coil settled in her colon, colon resection was done due to buildup of scar tissue, and her intestines fusing to the rectum in a female consumer of unspecified age in association with essure (fallopian tube occlusion insert) was reported by a consumer. This case was not medically confirmed. All reported events were regarded as serious injury due to a required intervention (colon resection). Essure coil settled in her colon is listed for essure in the reference safety info, whereas its complications buildup of scar tissue and her intestines fusing to the rectum are unlisted. Given the compatible temporal relationship a causal relationship between the reported events and essure use was regarded related, as no alternative explanation has been provided and as such considered as incidents. According to ptc final assessment there is no reason to suspect a quality defect.

Manufacturer narrative:
Eval summary: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case also reported device dislocation which is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical eval is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." Based on the info available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.